Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib (B)(6) rep, issue: front panel is broken/flickering light intraoperatively, po wcb. [Update - replacement device used to complete procedure. Full loss of light for 15 minutes. ] . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be shipping damage, mishandling or physical damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.